Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the aiming beam was off from center and far alignment. The aiming beam and far alignment were adjusted and aligned to the center. After the aiming beam alignment the issue was resolved, thus confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during installation of an accessory to the console, was found that the articulating arm alignment was off and was "walking" as they moved it around. The aiming was off too at certain angles. There was no patient involved.

Event description:
It was reported that during installation of an accessory to the console, was found that the articulating arm alignment was off and was walking as they moved it around. The aiming was off too at certain angles. There was no patient involved.